Event description:
On (B)(6)2025, a patient (pt) reported ¿recurrent bacterial infections in the left eye (os)¿ and had to visit an eye care professional (ecp) after wearing an acuvue® oasys® brand contact lens (cl). The pt reported about 3 months ago, symptoms of os eye pain, irritation, discharge, itching, burning sensation resulted after 4 days of cl wear. The pt visited the ecp (date not provided), was diagnosed with ¿bacterial infection on the lower half of the eye¿ and was prescribed a combination antibiotic with steroid eye drop for 7 days (medication name not provided). The pt was allowed to resume cl wear and after 4 days, the ¿event repeated itself.¿ the pt returned to the ecp (date not provided) who prescribed the same medication for an additional 7 days. The pt reported after returning to cl wear (date not provided) the symptoms returned. The pt visited the ecp again (date not provided) and was prescribed tobramycin for 7 days. The pt advised upon returning to cl wear the symptoms returned. The pt reported ¿just finishing second round of tobramycin eye drops¿ and has not returned to cl wear. The pt does not have a return visit to the ecp but reports a return visit will be scheduled. The pt will not return to cl wear until the ecp visit. The pt reports after each ¿treatment,¿ the pt used a new cl and ¿made sure to change the solution after cleaning the lenses.¿ the pt did not notice anything abnormal with the appearance of the lenses. The pt reported a daily cl wear schedule with a 2-week replacement schedule, ¿sometimes a little longer.¿ the pt uses clearcare to clean the lenses. On (B)(6)2025, a call was placed to the pt¿s ecp office. A representative advised that the ecp was out of the office. The representative reported awareness of the pt¿s visits and advised the ecp ¿is trying to rule out allergic reactions.¿ the pt was advised to change cl solutions and cases; however, symptoms persist. The ecp will trial the pt in another cl brand, but the pt has not yet returned to pick up the cls. On (B)(6)2025, the ecp provided additional information. The ecp first saw the pt on (B)(6)2024 for this event. The pt was diagnosed with unspecified keratitis and ¿assumes it was a bacterial infection, but I did not take any cultures.¿ the os also had an infiltrate that was treated with ¿something else, but it didn¿t help¿ so the pt was prescribed tobradex four times daily (qid) for 7 days and it ¿cleared up.¿ the ecp advised that the pt did not follow-up, but the pt called and said, ¿it came back after waiting a month and trying to wear the lenses again.¿ the ecp advised the pt wore lenses again and developed redness, discharge and irritation.¿ the ecp advised the pt was only seen 1 time and the pt called 1 time. The ecp stated that the ¿issues would start when wearing the lenses and would stop when the cl wear ceased.¿ the ecp advised that the pt is now in another daily cl brand. No additional information was provided. No additional information is expected. The date of event will be reported as (B)(6)2024 as the exact event date is unknown. During this time, the pt reported using lenses from 2 cl cartons, lot number b016bg6 and another unknown lot number. Therefore, it is unknown which lot number is the suspect lot number for the pt¿s os event and will be submitted as an unknown lot number. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number b016bg6 was produced under normal conditions. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.